Event description:
It was reported that during insertion of the intra-aortic balloon, the spring wire guide became caught in the catheter, and could not be removed. The intra-aortic balloon was removed without any complications.